Event description:
The customer reported being hospitalized due to high blood glucose levels. The customer was very disoriented at the time, and has no further details regarding the event. The customer did mention that she had been taking medicine that may have contributed to the elevated blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.